Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the maxzero extension set broke apart easily and leaked from the y sites while connected to a patient in the aicu. There was no report of harm.